Event description:
It was reported that the user received a high glucose alert on the ilet showing 303 mg/dl after a usual lunch and unannounced chocolate cake; fingerstick readings confirmed hyperglycemia trending down from 262 mg/dl to 198 mg/dl, and the user remained asymptomatic while awaiting automated corrections. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to an improper or incorrect procedure and involvement of the user interface due to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.